Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hyperglycemia event after dinner despite making a meal announcement, with a peak blood glucose of 260 mg/dl and levels remaining above target for approximately 5 to 6 hours, then returning to the targeted range. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included review of the user¿s account of the event and the attached report. Investigation of this case revealed no device alarms and no identified device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.